Event description:
A physician reported a pt in a double-blinded study in which all pts received both an investigational and commercial product. The pt was treated on 6/17/1997 into the right and left nasolabial folds. On 6/18/1997, topical cellex-c was prescribed. On 6/25/1997, the pt developed moderate itching at the right nasolabial fold; the physician believed the itching was unrelated to the material. The itching resolved on 7/4/1997. On 6/28/1997, topical aveeno was prescribed. On 7/1/1997, topical westcort and oral benadryl were prescribed. On 8/19/1997, the pt had redness at her right nasolabial fold. The physician believed the redness was related to hypersensitivity. On 8/19/1997, the pt commented: "the redness accentuates the line so makes line look deeper". On 9/2/1997, the redness at the right nasolabial fold had resolved. On 9/9/1997, the physician did not note any signs/symptoms of hypersensitivity and did not believe the symptoms reported were related to a hypersensitivity. On 9/9/1997, the pt did not believe the correction lasted long enough; she wanted at least 6 months. The pt was somewhat satisfied with the right nasolabial fold "it looks a little fuller now and wasn't as red.